Manufacturer narrative:
(B)(6) 2018. (B)(4) service engineer (se) evaluated the device. The se replaced the power supply and the ventilator was returned to use.

Event description:
It was reported that the ventilator would not boot up. There was no patient involvement. The event date was not specified; estimate used.